Event description:
Richard wolf medical instrument corporation (rwmic) was notified by facility that during a tubal ligation, instrument system came apart. Additional time was needed in order to complete procedure therefore increasing risk to pt. Four devices combine into one system, they consist of the following: handle (8393.974) report 1418479-2013-00020; outer tube (8393.924) report 1418479-2013-00021; sleeve (8393.923) report 1418479-2013-00022; forcep insert (8393.705) report 1418479-2013-00023.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the richard wolf facility on (B)(4) 2013. Tissue damage due to design of device, design to permanently seals fallopian tubes. No issues were found with the handle. Complete system put together and no issues were found that would make the system fall apart. Rwmic has no similar complaints on file. Labeling was reviewed and found to be adequate. Ie intended use, indications and field or use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional information, we will provide FDA with follow-up information.